Event description:
It was reported that the wake button is not functioning as expected. Reportedly, the pump only responds after repeated presses. There was no impact to customers' blood glucose level.